Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Event description:
It was reported a patient's pacemaker presented with an electrogram (egm) anomaly and failure to interrogate in clinic. No changes were reported. There were no patient consequences.